Event description:
The customer reported image noise occurred and that the image disappeared during angulation, during maintenance involving an olympus flex deflectable videoscope. There was no patient involvement reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.